Manufacturer narrative:
Device code 2017-incorrect prep. The device was returned for analysis. The reported material separation was confirmed. The reported deflation problem and difficulty to remove could not be confirmed due to the condition of the returned device. The reported difficulty to remove the device from the guiding catheter and material separation appear to be related to operational context of the procedure as it is likely that the un-deflated balloon interacted with the guiding catheter during removal causing the reported difficulty to remove and subsequent material separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents from this lot. It was reported the nc trek rx coronary dilitation catheter was not soaked prior to use. It should be noted that the nc trek rx coronoary dilitation catheter instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU deviation related to incorrect preparation may have contributed to the reported event. Additionally, it was reported the device was used to treat the subclavian artery. It should be noted that the nc trek rx coronary dilatation catheter instruction for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. B) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. C) balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). It is undetermined if the deviation of the IFU caused and/or contributed to the reported device difficulties/deflation issue. The investigation was unable to determine a conclusive cause for the reported deflation problem; however, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
On january 15, 2020, abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate. H10: updated to include field safety corrective action information.

Manufacturer narrative:
Added remedial action and corrective action number.

Manufacturer narrative:
Additional: h6 results and conclusion codes added. The investigation determined the reported deflation issue is related to a manufacturing issue. The reported difficulty to remove from the guiding catheter, and material separation appear to be related to operational context of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.0x15 mm nc trek was inflated 4 to 5 times at 18 to 20 atmospheres in the subclavian artery. The nc trek was thought to have deflated. When the nc trek catheter was retracted from the anatomy, the balloon segment of it remained in the patient. The nc trek had separated in two pieces during removal as the balloon segment had not deflated. A snare was used to retract the nc trek balloon to the guide catheter, but was unable to be pulled into the guide catheter. The guide catheter and nc trek were removed together as a unit. Outside the anatomy, blood was noted inside the nc trek balloon. The physician suspects that when the nc trek balloon was unable to deflate somehow blood filled the balloon through a tear or flap in the hypotube of the nc trek. There was a forty minute delay in the procedure, but it did not clinically impact the patient. There were no adverse patient effects. No additional information was provided.